Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation of a de novo lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. Two graftmaster covered stents, 2.8x26mm and 2.8x19mm, failed to cross due to the anatomy. A 2.8x16mm graftmaster stent was used to complete the procedure. Although there was a delay in the procedure, there was no adverse patient effect, therefore, this is not clinically significant. No additional information was provided.